Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the consultant was trying to insert the anchor into the bone by tapping on the slap plate of the anchor inserter, the anchor snapped and broke between the pound in tip and the screw of the anchor.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive probing. Misalignment of implant. When required use only the approved bone punch or bone tap instruments. Use of other ancillary instrumentation may compromise implant insertion and/or retention. The instruction for use (IFU 65101) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Additional information provided.

Event description:
It was reported that the consultant was trying to insert the anchor into the bone by tapping on the slap plate of the anchor inserter, the anchor snapped and broke between the pound in tip and the screw of the anchor. All the pieces were removed for the patient.